Manufacturer narrative:
(B)(4). Visual inspection found the black insulation on the tubing was damaged. Inspection noted evidence of dried blood in the jaws indicating that the instrument had been used. The investigation found the shaft of the instrument slightly bent and scratches along the length of the insulated shaft. The insulation was sliced in one area and bare metal was visible. The bent shaft is due to lateral force placed on the instrument causing the shaft to bend. The force on the shaft caused the insulation to be cut, most likely while the instrument was inside the trocar. The investigation identified the root cause of the reported event to be user mishandling. The IFU states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. No trend has been identified for this failure mode. No corrective action is required.

Event description:
The customer reported they noticed a tiny scratch on the shaft at the ligasure instrument at the beginning of the procedure. The device was discarded and another device was used for the procedure. No patient injury reported. Upon receipt of the device for investigation on (B)(6) 2015, it was noted that the insulation on shaft was damaged with exposed metal. The device failed hipot testing.